Manufacturer narrative:
The customer reported that their central nurse's station (cns) cannot see any of the devices on the .20 segment. At the same time, their remote nurse's station (rns) cannot see any of the devices that are located on the .10 segment. No harm or injury was reported. Through initial troubleshooting it was found that one of the bedside monitors was going through a segment takeover, and the issue was resolved when this device was rebooted. Attempt #1: on 08/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 08/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) cannot see any of the devices on the .20 segment. At the same time, their remote nurse's station (rns) cannot see any of the devices that are located on the .10 segment. No harm or injury was reported. Through initial troubleshooting it was found that one of the bedside monitors was going through a segment takeover, and the issue was resolved when this device was rebooted.